Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (B)(4) (fph (B)(4)) for investigation. The complaint device was not available for investigation and no photograph of the complaint rt380 breathing circuit could be provided by the customer. Therefore, our investigation is based on the information provided by the customer, previous similar investigations and our knowledge of the product. Results: it was reported that the "y-piece split lengthwise". The customer could indicate on a provided photograph, showing an intact fph rt380 adult dual-heated evaqua2 breathing circuit, that the patient end connector of the y-piece was the affected part of the circuit. The customer additionally noted that the circuit was "split" after three hours of use. Without the complaint device and without a photograph provided of the complaint circuit, we are unable to confirm the reported complaint. A lot check revealed no other complaints of this nature for the lot number provided. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer noted that the affected breathing circuit was used for three hours, which suggests that the affected circuit was damaged after it was released for distribution. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative, that the y-piece of the expiratory limb of the rt380 adult dual heated evaqua2 breathing circuit had "split lengthwise". No patient consequence was reported.